Event description:
.

Event description:
It was reported that during a sigmoid resection procedure, there was an unknown problem with the device. Another device was used to complete the procedure. There was no adverse consequence to the patient. Additional follow-up: the first firing across the ima went well, upon removal of the instrument from the trocar, some how, the surgeon closed down on the grasper and could the free up the jaw. After a little trouble he was able to free up the grasper from the jaw by using the red knife direction button to open the jaw. A blue cartridge was then loaded for the distal transection - it fired but did not sound right, there were malformed staples and the device did not cut. Used a new device to complete the procedure. Five minute delay to the procedure. No impact to patient reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The ec45a device was received for analysis with no visual non-conformances and with two cartridge reload present. Reload b was received fully fired. Reload a was received partially fired 1/3. A partial fire can occur if the firing sequence is interrupted, the device is opened, then closed and firing is resumed, causing the instrument to lock out. The device was tested for functionality in the articulated position using a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A batch record review was performed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information: on what tissue type was the device used? Large bowel. What location on the tissue was being stapled? Rectum. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 2nd. During which firing stroke did the event occur? 2nd. What colour cartridge was being used? Blue. What other colour cartridges were used before and after this event? Before white after blue for 2nd. Was buttressing material used? No. Was the instrument fired across or near existing staple line(s) or clip(s)? No. Were any unexpected noises heard? Surgeon said it did not feel right when firing blue reload. Were any of the forces higher or lower than expected (closing, opening or firing)? Yes. If yes, please explain: hard to fire, hard to open, had to use knife reverse on white reload. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions without intervention? No. Was there any difficulty removing the device from tissue? No. Does the patient have any relevant history of surgical treatments? Unk. How long has the surgeon been using this device for this procedure (in years)? He was doing an evaluation. Was there a recent conversion to ees devices in this account /surgeon? No.